Event description:
This introducer was used, but the doctor felt the sheath split inappropriately and had to use an iris scissor to cut it off. Should additional information be received, this file will be updated.

Manufacturer narrative:
The manufacture date was unable to be identified. Upon receipt, the selectra mph-45 was found torn into two pieces approx. 33.5 cm distalto the handle piece which were both returned for analysis. The analysis of the selectra mph-45 revealed a helical cutting line along the proximal catheter fragment. Furthermore the inspection of the slitter tool showed deformations of the left and the right clamp. On both fragments multiple cuts, kinks and offsets were visible. The morphology of these findings indicates that the slitter tool deviated from the longitudinal direction and jammed, resulting in the observed torn off. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.